Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, and the pacing capture threshold in the rv (right ventricle) was elevated. The analyst noted that through (B)(6) 2015, the average rv pacing impedance was between 2810 and 3980 ohms. Additionally, from (B)(6) 2014 through (B)(6) 2015 the max rv capture threshold was greater than 2.5 v.(B)(4).

Event description:
It was reported that there was high pacing impedance and high capture thresholds on the right ventricular (rv) lead. It was noted that these measurements had both increased. The lead was capped and replaced. No patient complications have been reported as a result of this event.